Event description:
It was reported that the patient presented for follow up with episodes of inappropriate automatic mode switch recorded by the implantable cardioverter defibrillator. Further evaluation found that the episodes were due to far-field r wave over-sensing. No interventions were made. The patient was asymptomatic.